Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had no delivery alarms. Blood glucose level at the time of the incident was 507 mg/dl and 309 mg/dl, 105 mg/dl. Customer experienced symptom such as shaking. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pump. Customer stated they did contact their health care professional regarding high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.